Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer¿s, mother reported insulin pump is over delivering and diabetic ketoacidosis. The blood glucose value at the time of admission over 400 mg/dl range. The customer had symptoms of throwing up and diarrhea. The customer was treated for the high blood glucose level with intravenous insulin and medication for nausea. The customer was wearing the pump at the time of the hospitalization. The customer¿s mother declined to troubleshoot the issue. The customers current blood glucose level was 110 mg/dl. The insulin pump will be returned for analysis.